Event description:
Product problem: contralateral capsule prematurely deployed. Event: it was reported that the contralateral capsule prematurely deployed. The limb deployed in the common iliac artery. A catheter and a special guidewire was used to access the limb without pushing the limb into the aorta. A stent was deployed and the attachment site was ballooned to achieved a seal.